Manufacturer narrative:
The reported event was unconfirmed, as the problem could not be reproduced. Visual evaluation of the returned sample noted one opened (without original packaging), silicone foley catheter were received. Visual inspection of the sample noted no obvious visual defects were observed. The balloon was filled with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The balloon concentricity was observed to be 60:40. The device did not fail to meet the relevant specifications. The product used for treatment purposes. The product did not caused the reported failure. A potential root cause for this failure mode was unable to determine because the reported event was unconfirmed. The investigation indicated that the reported issue was not manufacturing or supplier related. Therefore, a device history record review was not required. The instructions for use were found adequate and state the following: "sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not resterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use. Proper techniques for urinary catheter insertion: perform hand hygiene immediately before and after insertion. Insert urinary catheters using aseptic technique and sterile equipment. Use the smallest foley catheter possible, consistent with good drainage. Document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in patient record. Proper techniques for urinary catheter maintenance: secure the foley catheter, use the statlock® foley stabilization device if provided maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions. Maintain unobstructed urine flow and keep the catheter and collection tube free from kinking. Keep the collection bag below the level of the bladder or hips at all times empty the collection bag regularly (e.g., prior to transport) using a separate, clean collection container for each patient. Routine hygiene (e.g., cleansing of the metal surface during daily bathing or showering) is appropriate. Leave foley catheter in place only as long as needed." Correction: d h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley slipped out after a couple of days with only 1ml of water left in the balloon. The foley catheter was contaminated with the urine and blood. The nurse inserted the catheter into the patient. Per follow-up with the (B)(6)representative on 24sep2020, there was no visible damage to the catheter balloon. However, when the balloon was tested under the water, there were bubbles observed being emitted as water was flushed through the balloon port. No injury was sustained. The patient eventually had another silicone long term catheter reinserted a day after the incident. The patient was unknown to have any blood borne illness.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley slipped out after a couple of days with only 1ml of water left in the balloon. The foley catheter was contaminated with the urine and blood. The nurse inserted the catheter into the patient. Per follow-up with the ibc representative on 24sep2020, there was no visible damage to the catheter balloon. However, when the balloon was tested under the water, there were bubbles observed being emitted as water was flushed through the balloon port. No injury was sustained. The patient eventually had another silicone long term catheter reinserted a day after the incident. The patient was unknown to have any blood borne illness.